Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was isolated to the electrode belt ECG c&d cable¿s lead-2 wire being pinched. The root cause for pinched wire was could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's was damaged.